Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The additional nc trek and trek devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that the procedure was to treat a lesion in the diagonal artery. There were 16 balloons used in the procedure for dilatation. However, 8 out of the 16 balloons used had issues. Two nc trek balloons, 3.0x8mm and 4.0x8mm, lost profile. Four nc trek balloons, 2.0x20mm, 2.5x15mm, 3.0x15mm and 3.0x20mm, had balloon ruptures. Another 2 trek balloons, 2.25x12mm and 2.5x15mm, also had balloon ruptures. There was no reported adverse patient effect and there was no reported clinically significant delay in the procedure. No additional information was provided.